Event description:
It was reported that this right atrial (ra) lead exhibited atrial under sensing in unipolar and bipolar at 0.15 mv, and p-waves were 1.6 mv. Myopotential noise was observed in unipolar and in bipolar at 0.3 mv. Threshold measurements were 1.4 v at 0.5 ms unipolar and 1.2 v at 0.5 ms bipolar. Impedance measurements were 300 ohms in unipolar and 559 bipolar. Stored atrial tachy response (atr) episodes contained noise with over sensing when programmed to bipolar. It was noted that patient symptoms included dizziness. The right atrial (ra) lead was unable to sense appropriately and there were no programming options. Technical services (ts) discussed that the physician may wish to consider lead replacement. The device was programmed to ddd 70, and the patient was scheduled for follow up in one month. This right atrial (ra) lead remains in service. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).